Event description:
Customer reported that the locks are very difficult to close. The customer reported that this was found during check of the product prior to putting back into svc and were not put into use on any pts. No pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; both buckles on the pair of wrist cuffs were difficult to close and when re-opened wouldn't close shut again. The buckle on the connecting straps were difficult to close with the straps fed through them. There was no physical damage observed. Note: the instruction for use state: check that the lock "clicks" shut. If a lock is not completely closed, it can pop open. Before leaving the pt's side, test the lock by trying to open it without a key. (B)(4).